Event description:
It was reported that during follow up, decreased sensing was observed. The lead remains implanted.

Event description:
New information notes the lead was explanted and replaced. The physician said the low sensing was due to a bad condition of cardiac tissue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.